Event description:
It was reported that the customer was experiencing difficulty with the pump's quick bolus/wake button, which was hard to press and sometimes required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level as a result of this issue. Technical support advised the customer to use specific techniques for pressing the button, but since the issue persisted, it was decided to replace the pump. The customer was provided with instructions to put the pump into storage mode and return it using a pre-paid label within ten days, while continuing to use the current pump as backup therapy.